Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The pan rests on silver bars, and if you're facing the commode the left bar came loose out and the resident fell through.